Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken and the entire scs system explanted due to an erosion at the ipg site. Follow-up revealed an office visit on (B)(6) 2013 identified no signs of infection. A second visit at the wound clinic on (B)(6) 2014 confirmed no further issues were found. The issue has resolved.